Event description:
Reporter stated that, after she was unable to wake the patient, she contacted emergency medical services for assistance. Upon their arrival, patient's blood glucose measured 20 mg/dl. Reporter stated that patient was given an i.v. (Contents not provided), and transported to the hospital for additional treatment. At the time of the report, patient was still in the hospital, undergoing additional tests (MRI, psychiatric evaluation). Reporter indicated that she did not know if the patient had treated themself based upo the suspect device's output. Reporter stated that she believes the results were correct, and additionally, indicated that the patient's physician believes that the hypoglycemic event as unrelated to patient's diabetes. A request was made for the return of the suspect product and replacement product was sent.